Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffers from an middle ear infection, which spread to the implant site. Further a swelling was present. Reportedly the recipient was treated with medications, however, without improvement. Thus, the recipient underwent a skin flap revision surgery. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The device stays implanted and in use. This is a final report.

Event description:
It was reported that the child suffers from a middle ear infection that has reached the implant site. The infection and swollen red skin over the site have been present for some months already. The user underwent drug therapies, but this did not resolve the infection. The situation seemed tolerable and was improving and then worsening again over time until now. The surgeon did proceed with an inspection/cleaning procedure on (B)(6) 2024. The implant was incapsulated in a fibrotic tissue but there was no major inflammatory tissue. The child underwent general anesthesia. The user is now using the external device.

Event description:
It was reported that the child suffers from a middle ear infection that has reached the implant site. The surgeon did proceed with an inspection/cleaning procedure on (B)(6) 2024. The implant was incapsulated in a fibrotic tissue but there was no major inflammatory tissue.the child underwent general anesthesia. The user is now using the external device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.